Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n286601, implanted: (B)(6) 2012, product type: accessory. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that while stimulation was turned on and off the patient felt the implantable neurostimulator (ins) pocket site was warm. It was noted that it got very hot and uncomfortable. It was further noted that this was especially noticed at night. It was not positional. The patient's wife stated that the patient would ask if the electric blanket was on because it felt warm. Patient's last reprogramming session was on (B)(6) 2012. And since then it had 8% total use of a group, 1324 hours. There was no known accident or incident related to this event. It was noted that the patient had told the manufacturing representative "a while ago" and no date was specified. There was no suspicion of infection, there was no redness. Impedance measurements were normal; there were no out of range values. Impedances ranged from 463-722 ohms. Group impedances were a1: 416 and a2: 408. Symptoms were present when the ins was both on and off. Additional information received reported all available diagnostics were performed. All impedance measurements and group impedances were within normal ranges. It was noted that the patient rarely used the stimulator. There was no correlation between usage and uncomfortable sensations. It was further noted that the patient had reported that the pain had not been present/as noticeable since a new medication was started. The patient had decided to wait and see if the sensations came back. If they did come back the healthcare professional could either fully explant the system or replace the battery and put it in a new pocket site.